Event description:
After removing perpherial cath.-22g 1" catheter- from pt's left hand, the nurse noted that approx 7/8th of the radiopaque cath was missing. Nurse notified the physician at which time x-rays were ordered. Physician examined the pt for evidence of missing cath, and reviewed the x-rays which did not identify presence of radiopaque cath. At this time pt has had no ill effects which could be contributed to the lost cath part.